Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was dislodged. The patient underwent a surgical intervention to try and reposition the lead but placement difficulty issues were encountered. The lead was removed and a new product was implanted. No additional adverse patient effects were reported.